Event description:
It was reported that the rotapro burr became stuck on the rotawire. The 99% stenosed target lesion was located in the severely tortuous and severely calcified circumflex artery (cx). A 2.00mm rotapro catheter and a rotawire were selected for a percutaneous coronary intervention (pci) procedure. The rotapro was prepped and platformed at 180,000rpm outside the patient. Then, the burr advanced over the wire, and dynaglide mode used when the catheter was advanced into the lesion. After total of eight ablations were performed successfully, the burr became stuck on the rotawire. The rotapro and the rotawire were removed together as one unit from the patient with a guidezilla guide extension catheter support. The procedure completed successfully with another device. There were no patient complications reported.